Event description:
It was reported that the insulin pump alarmed button error. Alarm was cleared. Customer was sleeping when alarm occurred. Blood glucose value is 198 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened down button dome switch. No button error alarm during testing. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.